Event description:
The pt reportedly experienced sound quality issues, pain and intermittent lock between the external equipment and the cochlear implant. In 2006, the pt was seen by a co rep for device eval. Testing performed confirmed that the device was not fully functioning. Surgery to explant the pt's device is to be scheduled.